Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on the night of (B)(6) 2018 with blood glucose levels in the 20 mg/dl range at the time of the incident. The customer had filled a reservoir with 75 units and went low in the middle of the night, and the reservoir was empty. The customer was given intravenous fluids to treat. The customer experienced symptoms such as foaming at the mouth and a swollen throat. The customer was wearing the insulin pump during the incident. The customer was unsure if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was completed and no issues were found. The insulin pump will not be returned for analysis. Unomed set.